Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified the tubing was separated from the y-site clearlink. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp continu-flo solution set separated at the mid y-junction (clearlink). This was observed during priming with neutral solution in preparation for chemotherapy infusion. There was no patient involvement. No additional information is available.